Event description:
It was reported that the patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks when programmed to alternate vector. It was noted that the patient recently had a left ventricular assist device (lvad) implanted however, it was unclear when technical services requested images of the inappropriate shocks. At this time, the system remains in service. No additional adverse patient effects were reported.